Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
It was reported that the vns patient¿s device was disabled due to pain and tenderness over the patient¿s generator site. Review of the available programming and diagnostic history showed the patient¿s device was disabled on (B)(6) 2012. The patient¿s device was programmed back on at the hospital on (B)(6) 2013 when the patient was admitted due to an increase in seizures. The patient¿s device settings were increased while she was admitted to the hospital. The patient¿s device was tested during an office visit on (B)(6) 2013 and system diagnostics showed normal device function at the time.